Event description:
This was a cardiac lead extraction case to remove an externalized sjm 1580 lead due to externalized cables. Patient was prepped and the CT surgeon was scrubbed in during procedure with the ep. The case began with a 14f glidelight, lasing for approximately 1 min 15 seconds. At the proximal portion of the proximal coil, the physician chose to upsize to a 16f glidelight due to stalled progression. The physician lased past the proximal coil and had some stalled progression at the valve and at the proximal portion of the distal coil. As tension was put on the lead and lasing proceeded, he noticed a decrease in the blood pressure that responded to a reduction of tension on the lead. After approximately 1 minute of lasing, the lead pulled from the apex and was removed. A marked decrease in bp was noticed and tee showed an effusion. Fluoro was applied and no heart border movement was appreciated. Chest compressions were started and the CT surgeon decided to go on fem/fem bypass. This was completed in under 5 minutes of bp drop. He decided to perform a sternotomy and that was done approximately 10 minutes after that. A 1cm laceration was noted in the svc/atrial junction and was repaired with sutures. Patient was on bypass for approximately 1.5 hours and was off bypass before the patient left room. Patient was closed and sent to ICU. Patient was stable and full recovery was anticipated.